Manufacturer narrative:
This report contains supplemental information for mentor asr submission reference number (B)(4). Device evaluation summary: upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Pe discovered a rent measuring approximately 0.2 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage, nor the origin of the brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Deflation is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, saline-filled implants may deflate due to fluid leakage. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr submission reference number (B)(4). It was reported that a (B)(6) female patient underwent primary breast augmentation with a 250cc mentor smooth round moderate profile saline breast implant that deflated postoperatively. As a result, the patient had the device removed and replaced with another 250cc mentor smooth round moderate profile saline breast implant (catalog # 3501635, s/n (B)(4)) on (B)(6) 2017. On 10/8/2019, mentor became aware that asr submission reference numbers (B)(4) were duplicated. Any additional event information, if received, will be submitted under this report number.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).